Manufacturer narrative:
The reported issue that the pca module went into standby mode when the patient reached their max dosage allowed via dose request and that it should have gone into continuous mode was not able to be confirmed; no product or device logs were returned for investigation. The pca entering a paused (standby) state following having reached its max dose limit within the time period specified by the data set and not allowing the continuous dose to continue to proceed would be the expected behavior; a pca dose would not be allowed until the configured time has passed. The file was opened to document the issue that was reported. The pca is used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pca module went into standby mode unexpectedly during an infusion. The patient reached their max dosage allowed via dose request and should have gone into continuous mode, but went into standby mode. No additional information was provided.